Event description:
Device and its base have melted plastic and blackened pins. Customer stated cleaning the device with alcohol swabs. No other information was available. A request was made for return product and replacement product was sent.